Manufacturer narrative:
D9. Date returned to mfg: 06-sp-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Screen is scratched and syringe port is cracked. Performed functional testing. Customer's reported problem was duplicated. The most probable cause for "system fault" is error code 112 due to an intermittent motor. Replaced the motor to correct the issue. Cadd ms-3 device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension "298253". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a system fault. Per reporter, the event occurred during testing and there was no physical damage. There was no patient involvement, and no harm/adverse event was reported.